Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and identified that system was unable to boot up. As part of the troubleshooting process, the fse found that the system had lost power, causing the ups batteries to drain. To resolve the issue fse re seated the battery connections. After reseating the battery connections, system returned to use in good working order. The codes were updated based on the investigation outcome.